Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded control section and/or scope connector while the user was handling the device resulting in a water invasion, abnormality of electrical parts occurring which led to displayed error message. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. In addition, it was noted, there was water inside the device and the leakage check label was discolored, the image does not appear, the protector was damaged, the light guide tube was wrinkled, the control section was corroded, the switch box was damaged, and the light guide bundles were damaged. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed an e315 scope error during reprocessing. There was no delay to the intended procedure as it was completed with a similar device. There were no reports of patient harm associated with this event.